Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2018. Product type: screening device; product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018, for a verify enhanced basic evaluation (be) for fecal incontinence. It was reported that the trial patient was constipated after the procedure. Additional information received on (B)(6) 2018, from the patient reported that they noticed the lead ¿is hanging¿ and was no longer connected. It was unknown if there were any environmental/external/patient factors that may have led to the issue. They also stated that the device was not working and that the leads had moved. Further information received from the patient on (B)(6) 2018, reported that one wire had come out and now thought both had come out, because the programmer showed no leads were attached. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was noted that the patient had contacted their clinician for the issue. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.